Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the three-way stopcock was loose. A intellagen tubing set was selected for an atrial fibrillation ablation procedure. During the procedure, the three-way stopcock was loose and would not properly closed. The tubing was replaced with another of the same device, and the procedure was completed without any complications for the patient. The device will not be returned for analysis, as it was disposed of by the facility.